Event description:
Patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and insulin delivery hisory were reviewed with the patient and confirmed as correct. Insulin pump therapy was resumed prior to discharge and the patient is currently being treated with antibiotics.